Event description:
Cataract operation complication [cataract operation complication]. Posterior capsule rupture [posterior capsule rupture]. The cannula broke down and a tear in the posterior capsule was developed [injury associated with device]. The cannula broke down and a tear in the posterior capsule was developed [device breakage]. This serious spontaneous report and complaint was received from a nurse in (B)(6) and is a serious device incident which is reportable. This report concerns a (B)(6) male who experienced cataract operation complication and posterior capsule rupture during treatment with intraocular biolon (sodium hyaluronate) solution for injection, 10 mg/ml, 1 df, for cataract operation from (B)(6) 2017 to an unknown stop date. On (B)(6) 2017, there was device breakage and the patient experienced cataract operation complication, posterior capsule rupture and device induced injury. Before the surgical procedure, the syringe was purged without any problem with the cannula and luer-lock connection, but during the injection of the viscoelastic, the cannula broke down and a tear in the posterior capsule was developed. Therefore, an intraocular lens (iol) was placed into an unusual location. The cataract operation complication was medically significant. The posterior capsule rupture was medically significant. The device induce injury was medically significant. Action taken to biolon was unknown. On an unknown date, the outcome of cataract operation complication, posterior capsule rupture and device induced injury were recovering/resolving. No concomitant medication was reported. At the time of reporting the case outcome was recovering/resolving. Overall listedness (core label) is unlisted. Reporter causality: related (implied). Company causality: related. Complaint information added on 22-sep-2017: complaint issue: (B)(4) a quality assurance technician from (B)(4) reported on 12/06/2017 via email the they have received a complaint from a hospital complaining that during a surgery, the cannula was detached from the syringe. The lot is unknown, but according to (B)(4) shipment to this hospital, they assume that the complainant lot is m13936b, that was packed in (B)(4) in january 2017 and sent to the hospital. On 22/06/2017, an equivalent complaint was reported by (B)(4) for the same complaint and same complainant hospital. The lot number was confirmed: m13936b. Feasibility test: as part of the internal investigation at btg, a feasibility test was performed in order to test several components that may have contributed to the complaint issue. In the test, several naha finished products lots were used: 10 syringes x m11470a ( biolon prime, lot related to complaints #115887, #117271); 10 syringes x m13936 (biolon, lot related to current complaint #121871); 3 syringes x n11706e; 3 syringes x n11334c; two lots of cannulas were used in order to examine the assembly of the cannulas to the barrels: 3173524; 3127300. The investigation did not reveal any correlation between the combinations, but it was realized that there are differences in the strengths of the connection of the lla to the barrel. In cases where this connection is loosened, there is a significant importance of verifying that the cannula is tightened to the barrel- meaning that the doctor / nurse must twist it to its position until it stops. The product leaflet instructs to verify that the cannula is well attached to the syringe prior to use. Results analysis: extensive investigation including batch records review, incoming testing results review, reoccurrence, trend analysis and feasibility test were performed by btg. No quality issue related to btg processes were identified. While examination of the complainant syringe barrels, it was noticed that there are differences in the strengths of the connection of the luer lock (lla) to the barrel allowing a free rotation of the luer lock. This causes the doctor/nurse to believe that the cannula is not attached properly and further rotation of the cannula is required. Additional rotation of the cannula causes weakening of the cannula- barrel connection, which might result in detachment of the cannula during use. All supplier lots in stock were tested as part of a broad investigation, showing the same phenomenon. These findings clarify the increased trend in this complaint issue. Supplier complaint no.(B)(4) was issued on 06.07.2017 and was sent to the supplier ("(B)(4)") accompanied by retention syringes from the complainant product lots (m11470, m13936) together with 'on stock' syringe barrels. In order to enable proper assembly of the cannula and in order to prevent cannula detachment, it is mandatory to follow the instruction specified in the product leaflet and verify that the cannula is tightened to the barrel, meaning that the doctor / nurse must twist it to its position until it stops. If the lla doesn't stop, the doctor / nurse must hold the white lla in their fingers in one hand, while twisting the cannula base to its position until it stops in their other hand. As a corrective action, btg will produce a training clip illustrating proper connection of the cannula emphasizing the verification action needed after the cannula's connection end. The corrective action is recorded in btg's quality system under record number #(B)(4). A meeting between btg and (B)(4) representative was held in (B)(4) on 13.07.2017, in which the investigation plan and the further actions (as summarized above) were presented. Conclusion: based on the complaint investigation, the complaint is considered as confirmed. Following this complaint, a supplier complaint was sent to "(B)(4)", the syringe barrels manufacturing. In addition, training clip will be produced under CAPA record #(B)(4) as a corrective action. The training clip will detail the cannula connection action by holding the lla and will emphasize the needed verification action of the cannula- syringe connection. Trend analysis is routinely performed by btg in order to identify any adverse trends. Other case numbers: case number, other = (B)(4). Case number, complaint = (B)(4). This ae occurred in (B)(6) and concerns the medical device biolon. Please report to your local health authority if required by local law. This ae is considered an incident and is reportable in EU because it meets the definition of a medical device incident according to the requirements of the medical device directive. No corrective action was requested by regulators, but the manufacturers have prepared a training movie in order to improve use and preparation of biolon syringes. (B)(4). 2017fe02815.

Event description:
Cataract operation complication [cataract operation complication]. Posterior capsule rupture [posterior capsule rupture]. The cannula broke down and a tear in the posterior capsule was developed [injury associated with device]. The cannula broke down and a tear in the posterior capsule was developed [could not be coded]. This serious spontaneous report was received from a nurse in spain and is a serious device incident which is reportable. This report concerns a (B)(6) male who experienced cataract operation complication and posterior capsule rupture during treatment with intraocular biolon (sodium hyaluronate) solution for injection, 10 mg/ml, 1 df, for cataract operation from (B)(6) 2017 to an unknown stop date. On (B)(6) 2017, there was device breakage and the patient experienced cataract operation complication, posterior capsule rupture and device induced injury before the surgical procedure, the syringe was purged without any problem with the cannula and luer-lock connection, but during the injection of the viscoelastic, the cannula broke down and a tear in the posterior capsule was developed. Therefore, an intraocular lens (iol) was placed into an unusual location. The cataract operation complication was medically significant. The posterior capsule rupture was medically significant. The device induce injury was medically significant. Action taken to biolon was unknown. On an unknown date, the outcome of cataract operation complication, posterior capsule rupture and device induced injury were recovering/resolving. No concomitant medication was reported. At the time of reporting the case outcome was recovering/resolving. Overall listedness (core label) is unlisted. Reporter causality: related (implied). Company causality: related. Other case numbers: case number, other = es-tm-16003-20171033. This ae occurred in spain and concerns the medical device biolon. Please report to your local health authority if required by local law. This ae is considered an incident and is reportable in EU because it meets the definition of a medical device incident according to the requirements of the medical device directive. No corrective action was done by the manufacturer or requested by regulators. Argus number: (B)(4).